Event description:
Same case as MDR#2134265-2012-07521. It was reported that during a percutaneous coronary intervention a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. The 2.0 x 20mm coyote es mr balloon catheter was advanced through a 4.5fr non bsc introducer sheath, and over a non bsc guide wire. The balloon was inflated to 8atms and ruptured on the 1st inflation. A 1.5 x 20mm coyote es mr was advanced and inflated to 6atms and ruptured on the 1st inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device returned to MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).